Event description:
It was reported that during handpiece set up and calibration, it was noticed the tip of the handpiece was bent which didn¿t allow them to properly secure the drill and complete calibration. Scripps took the handpiece out of the case before it began so it was never used during the surgery. No delay was reported and a backup device was available.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional inspection was performed, which confirmed the reported event. The returned handpiece had an aluminum drill guide support. The tip of it was bent, scratched, and misshaped and showed that it had been clamped. During functional evaluation, a guard could not be inserted over the tip of the drill guide support because it was so misshaped. A long attachment also could not be inserted through it either. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be user error. No corrective actions have been initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual, 500196 rev. A.